Manufacturer narrative:
H10: per gfe response, the manufacturer's field service engineer (fse) was dispatched to the site and proceeded to service the device by recycling the ventilator power to reset the proximal sensor, with the customer¿s permission; then let the ventilator run while using the testing lung to see if the error would reoccur and it did not. This device successfully passed all testing and verification after the fco was implemented and went back into service. The fse advised the customer that if the error reoccurs then the proper procedure would be to move onto recommended repair step 2 and replace the da pcba. No parts were replaced or installed at this time. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 110d - proximal pressure accuracy. It was reported there was no patient involvement at the time the issue was discovered. The customer cancelled service and repair; service no longer required as the issue has been resolved by the customer and the work order is not needed. Investigation is ongoing.